Event description:
The device tip was found to be fractured off and missing from the device, posing the risk of a small component being lost in a surgical site, in the sterile process department of the user facility. There were no adverse consequences related to this event.